Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the g5 mobile application display screen became frozen.  No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the g5 mobile application display screen becoming frozen could not be determined. A root cause could not be determined.